Event description:
During daily inspection, the customer found that the device power on/off button was inoperative. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): the reporter isolated the cause of the observed failure to be the main large keypad assembly. Physio- control provided the customer technical assistance and the keypad parts info to repair the device. Follow up with the customer confirmed that the reporter replaced the large keypad assembly and observed proper device operation. The device has been repaired and returned to service for use. The removed assembly has not been returned to physio-control for evaluation. Therefore, further investigation on the reported failure could not be performed.